Manufacturer narrative:
Additional information:

Event description:
The user facility reported that there was water leaking from the battery box during preparation to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that there was water leaking from the battery box during preparation to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.